Manufacturer narrative:
(B)(4). Ten (10) opened and unused sets and one unopened and unused set were received for evaluation. Upon visual inspection, eight (8) of the sets were confirmed to be disconnected at the bonded joint between the tubing and the distal sidearm of the caresite y-valves. The remaining three (3) samples were tested for leakage per the specification, and no leakage was observed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) (B)(4) to address the issue of leakage involving the bonded joint of the blood filter housing. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: event 1: tubing is detaching at a y-site, resulting in blood leakage.